Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 200-220 units. The customer declined to reload the cartridge to recalculate the fill estimate. The customer's blood glucose level was 160 mg/dl on the day of the call; however, on (B)(6) 2017, the customers' blood glucose (bg) level ranged from 350-400's (mg/dl), which was addressed with a correction bolus. System check with tandem technical support for the elevated bg level showed that the pump was performing as intended. Additionally, the customer reported recently switching infusion sets and believes it could be a potential cause of the elevated bg level. Recommendation was made to consult with health care provider for possible factors that may affect bg levels.